Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The device history record of reported lot number 6012514 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. H4. Device mfg date: the reported lot# 6012514 was not found for the reported catalog# 21-7394-24 in the system; therefore, the manufacturing date could not be confirmed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the patient attended the clinic for issues with 72-hour blinatumomab infusion, the medication bag was noted to be emptier than expected and the carrier bag was wet. No leak noted in bag, it was believed that the cadd pump line had been leaking slowly. All pump settings confirmed. There was patient involvement, and no patient harm/adverse event reported.